Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an itchy irritation underneath the lifevest. The patient's home health nurse determined that the patient had hives. The patient's dermatologist advised the patient to use cervei cream for the itch, but it did not help. The patient's irritation improved after he removed the lifevest to allow it to heal.